Event description:
Healthcare professional reported unknown side rupture. Healthcare professional additionally reported left side pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b6, d4, h4.

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional additionally reported left side pain. Device remains implanted.